Event description:
Protective covering on harmonic shears was not working correctly and caused a lot of smoke in patient's abdomen. Instrument was removed immediately and put out of service. A second harmonic was opened for the case. MFR: please note that we do not send products to the MFR, but you may arrange for pick-up by calling my number below.